Event description:
Ous MDR - it was reported that the patient had received an inappropriate shock. The lead and the ICD were explanted and returned to biotronik. Aside from the shock delivery, no deterioration of the patients state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mos1, 66 charge processes had been documented. The memory content of the ICD was analyzed. The check of the available iegms, episodes 75, 76, 79, and 81, showed interference signals in the right ventricular channel. Four shocks were charged for as consequence, but no shock was delivered. The signal sensing of this device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.